Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings: a review of the pump's black box data did not indicate any unexplained alarms or warnings. The alarms and warnings that were observed in the black box data were as expected per the user's programmed settings. The pump was run on a 24 hour basal program with no unexplained alarms/warnings observed.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was giving false alarms. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.